Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that the patient went to the physician¿s office on (B)(6) 2014 to have the staples removed; it was noticed that the pump pocket site was puffy. The patient was brought to the or (operating room) on (B)(6) 2014. The physician opened the pump pocket and disconnected the pump connector and then reconnected it. When it was reconnected, the physician aspirated out of the catheter access port and was able to get ¿css¿ and no air. The patient had good pain relief from the pump from (B)(6) 2014 until (B)(6) 2014. The physician felt it potentially was not connected correctly the first time, but after reconnecting it he heard it audible connect. The patient status was reported as ¿alive-no injury¿. Four days after the procedure, the patient reported that he was ¿doing great¿; this was the best that he had felt in years and felt that he was getting great pain relief from the pump. The device system was delivering fentanyl.